Event description:
76 y/o white female admitted to ICU through ER after experiencing an episode of acute chest pressure with massive hemoptysis and respiratory failure. The pt was intubated in ER. The pt was started on dopamine continuous infusion in ICU on 12/14/97. On 12/21/97 pt experienced a sudden episode of hypotension from 140/80 to 77/39. The dopamine drip was increased from 17cc (6.8 mcglkg/min) to 25cc (12 mcglkg/min) over 30 min with no response. The pt was placed in trendelenburg and given a fluid bolus of 500cc at which time pt's central line was noted to be leaking. Assessment of site revealed no swelling or leakage. Assessment of the IV tubing revealed the line was leaking at the filter. The IV tubing was changed and the pt's bp rose to 125/63. The pt's physical condition continued to deteriorate post incident and she and her family elected dnr status on 12/22/97. She expired 12/28/97.